Event description:
Reporter was informed by a hospital that a vns pt was unable to be programmed due to generator migration beneath the breast tissue, and the pt's inability to tolerate being interrogated; the pt cannot remain still to allow for interrogation. No malfunction is suspected with vns generator as the pt is feeling stimulation and maintaining good seizure control. No interventions have been performed or are planned for the generator migration. Further attempts for info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.